Event description:
Breakage of 3.5mm cannulated cortical screw and easy-out.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. A search of the complaint database on the screw found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.